Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia, hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had to be hospitalized due to diabetic ketoacidosis, stomach sickness and high blood glucose (bg) levels. The patient's glucose history is as follows: time, bg (mg/dl): on (B)(6) 2019: 12:00am, 230; 01:30am, 322; 03:00am, 333; 05:00am, 355; 06:00am, 341; 09:15am, 490; 09:30am, high. The patient experienced stomach sickness along with ketones of 2.9 at 9am, 5.7 at 2:17pm while at home and 9.6 when she was in the hospital. At the hospital, the patient was treated with liquids and intravenous (IV) insulin (apidra). It was stated that the basal program on the omnipod personal diabetes manager (pdm) was increased from 14 to 17.40 units and the bolus amount from 1 to 1.2 and 1.5 units, as a result of this event. The pod involved was worn between 36 and 48 hours on the hip/buttocks.